Manufacturer narrative:
The customer reported that during the ivtm therapy, the thermogard system generated an "air trap" alarm. The customer was unsure whether the catheter, start-up kit (suk), or console caused the alarm. Several "air trap" alarm occurrences were confirmed in the console's event log. "Air trap" alarms occur by design when there is a leakage in the system, caused by either a faulty catheter or suk. During investigation of the returned quattro catheter (lot # 179324) at zoll, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the leakage in the system which caused the thermogard console to generate the "air trap" alarms. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. No issue was observed, and the balloons did not leak during inflation and deflation. During further functional testing, the catheter was connected to the customer's returned suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. A bonding leak was observed at the distal end of the medial 1 balloon, confirming the leakage in the system that led to the reported "air trap" alarm. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 179324.

Event description:
The quattro catheter (lot # 179324) and start-up kit (lot # 182858) were used in ivtm therapy. During the treatment, the thermogard xp ivtm system generated an "air trap" alarm. The customer was unsure whether the catheter, suk, or console was responsible for the alarm. The customer managed to clear the "air trap" alarm, and therapy was continued with the same thermogard console. No further details were provided regarding the treatment. No consequences or impact on the patient.